Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken neck.

Manufacturer narrative:
Additional information received 05.08.2019 from wright medical legal. Implant date, updated explant date, and item numbers as well as evaluation codes.

Event description:
Allegedly, patient revised due to broken neck. Right additional information received from wright medical legal 05.08.2019: implant date. Side. Part numbers.